Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The labeling instructs the user not to attempt to reuse the disposable supplies more than once. It indicates that they must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reusing single use supplies and not wearing a mask. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day of onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (doses, frequencies, and route not reported) for the indication of bacterial peritonitis. Twenty-one days after the event onset, the patient was discharged from the hospital and was considered recovered from the peritonitis event. On an unreported date, the patient was retrained in aseptic technique. Dianeal therapy was ongoing. No additional information is available.